Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulation stopped the night prior to report and that they felt no stimulation sensation at the time of report. It was stated the patient thought their implantable neurostimulator (ins) had quit working. It was noted the patient fell asleep while charging the ins. It was confirmed the patient¿s ins was not dead and that the patient¿s programmer indicated the ins had a charge and was turned on at the time of report. It was noted the patient was on group d and was at 1.1 amps at the time of report. It was further noted the patient ¿normally felt stimulation at 1.1 amps¿ and that when he was ¿in nerve pain¿ he would increase to 2.0 amps where he felt stimulation. It was reported the patient remained unable to feel stimulation after he increased the amplitude to 2.0 amps and then 3.1 amps at the time of report. It was stated the patient thought charging was ¿a pain in the butt¿ and that he ¿really liked his last stimulator better.¿ the patient was redirected to their health care provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Event description:
The company representative reported on (B)(6) 2013 that impedances showed all open circuits along the 0-7 channel. Most of the patient¿s effective programming was along the 0-7 channel. X-rays did not show the abnormality. Reprogramming was attempted using the 8-15 channel but he did not have adequate coverage. The patient underwent surgical intervention on (B)(6) 2013. During surgery it was found that 0-7 channel had become disconnected from the ins. The 0-7 channel was reconnected and the device became functioning again. The patient was getting effective therapy again. No device were explanted.